Event description:
It was reported that the device had constant force sensor test failure on start up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken on both bottom case and plunger assembly. The device was cracked on lower left front corner of top case, cracked on right plunger case and battery door. Force sensor test error appeared in event history log. The technician power up process, checked and test force sensor. The technician was unable to duplicate the force sensor test error. All the reading of force sensor within the required specification. The root cause of the reported issue was found to be that the customer must have manipulated the pump during it self-test, by entering the biomed code 2580 and the customer was able to clear the force sensor test error. The technician performed preventative maintenance and all functional testing which passed.